Manufacturer narrative:
The pump had minor scratches on the lcd window and cracked battery tube threads. A test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip, missing o-ring reservoir tube, a cracked reservoir tube window and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was loose and would come out of the insulin pump. The customer also reported that the reservoir compartment was chipped. The customer's blood glucose was 99 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.